Manufacturer narrative:
Visual analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis were performed which identified striated broken on the posterior, stress marks, missing shell and crease fold. Based on the device analysis the final assessment is: missing shell due to inconclusive and a striated broken on the posterior due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.